Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease flat observed in the device.

Event description:
Healthcare professional reported "rupture of the left implant ". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "rupture of the left implant ". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. H.6: f1905. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:device photograph(s) for the device related to the reported event of rupture reviewed on 29-june-2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.